Event description:
It was reported that bd angiocath plus 22ga x 1in leaked. Leakage occurrence at the catheter(cannula) and chamber(hub) junction.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Leakage occurrence at the catheter(cannula) and chamber(hub) junction.

Manufacturer narrative:
The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a leak near the nose of the adapter. Split tubing was also seen at the flaring site on the metal wedge. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The tubing was also observed to be over-flared at metal wedge, with split ends. The assembly process was reviewed. At the machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was put onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing is over-flaring at metal wedge, which caused the tubing to over-expand and split during assembly. Preventative actions have been implemented including verification of the mandrel tip to ensure it does not protrude from the die. The affected tubing lots were produced before the action was implementation.